Event description:
Information received from the field does not address the patient's clinical status but notes that the patient had a complicated medical history since initial implant of pacemaker. The current hospital admission was for lead dislodgement.